Event description:
The pulse generator migrated to a superficial and caudal position. The pt had pain at the pulse generator site. The pt had a surgical intervention. The hcp reported the pt outcome as 'recovered without sequela'.